Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient stated that they were going through batteries left and right. Their device depleted faster than expected. It was replaced. Patient services was unable to clarify further event information. No further complications were reported/are anticipated.